Event description:
Reporter indicated a vns therapy handheld computer screen "is freezing upon interrogation." Troubleshooting only temporarily resolves the issue. Good faith attempts to obtain additional information have been unsuccessful to date.